Event description:
While attempting to defibrillate a patient the device displayed "defib fault 78" and "defib fault 79" messages. Clinician obtained another device to continue treating the patient. Did not indicate that there was any adverse effect to the patient due to the reported malfunction.